Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented for follow-up, low pacing impedance, decrease in r-waves and high thresholds were observed. The lead was capped and replaced. Patient is stable post procedure.